Event description:
It was reported that the full size washing basket was rusty. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The examination of the queried washing basket has revealed that corrosion traces appear at three different locations of the holding brackets. The visible traces can be removed easily by mechanical means. It has therefore become clear that this is an accumulation of contact corrosion. No product fault was established. Per investigation report, complaint was classified invalid.